Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient stopped using her scs system. The patient also lost stimulation due to the ipg no longer holding a charge. As a result, the ipg was explanted and replaced. Stimulation was restored post-op.